Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8338944. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the visual inspection of the returned device our engineers noted that the wound sustained by the extension tubing unit's packaging; the packaging returned along with this device was unmarked, suggesting that this event likely occurred post-manufacture. Based on these observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that an unspecified number of connecta plus3 10cm blue experienced product damage/deformation/cracking which was noted prior to use. The following information was provided by the initial reporter: bd connecta has a defect after unpacking on the 10 cm tube. The extension is slashed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of connecta plus3 10cm blue experienced product damage/deformation/cracking which was noted prior to use. The following information was provided by the initial reporter: bd connecta has a defect after unpacking on the 10 cm tube. The extension is slashed.